Event description:
Event reported as a port leakage at the tubing.

Manufacturer narrative:
Taper ii. Visual examination of the returned device determined the access port tubing connector to be a taper ii. The serial number initially provided by the reporter was found to be inaccurate. The reporter has been asked to provide the serial number or model of the band and the full implant date. The info has not yet been received by allergan. Allergan has received the product, however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."